Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked/damaged, which was noticed after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2017 with the following findings: during a visual investigation of the pump, moisture corrosion was found to be present in the battery compartment, with a battery compartment crack on left side of the grip pad. A leak test was performed and failed due to a leak from battery compartment crack. The pump was opened, and moisture corrosion was found on motor assembly, battery housing, and piezo.